Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly and on the motor assembly. Unable to verify for a07 alarm due to blank display. The insulin pump has cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer was swimming in the ocean with her pump on for approximately 40 minutes. Customer stated that the pump got wet and when she changed the battery, the pump got a bar code and went blank again. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.